Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that although the pump was able to beep and vibrate, it was noted to otherwise be unresponsive and stopped all insulin delivery. The customer's blood glucose level was 205 mg/dl. After recharging the pump for one hour, the pump display turned on.